Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes, along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32938. It was reported that patient experienced infection at the midline incision. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue